Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(6). Problem: this x-ray system's image intensifier malfunctioned on a number of occasions. There were no pt injuries.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.